Manufacturer narrative:
(B)(4): the implanted device remains.

Event description:
Per the clinic, the patient experienced skin flap breakdown, exposing the receiver stimulator unit. Subsequently the patient underwent surgery on (B)(6) 2014 to reposition the receiver/stimulator. The implanted device remains.